Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields - h6 (type of investigation, investigation findings, component codes, investigation conclusions). Additional information: additional point of contact: name: (B)(6). Contact person phone number: (B)(6). Contact department: cath lab. Contact person occupation: administrator/supervisor. It was reported that the device the cs300 intra-aortic balloon pump (iabp) (B)(6) (cardiology fellow) called from the cath lab because of an autofill failure alarm that was going off. She checked that all connections were tight and tubing was clear. Pressing and holding the ¿iab fill¿ key did not elicit any response on the pump. She tried that multiple times. She had a backup pump close and switched the patient over to it and resumed therapy without issue. I requested the pump be sequestered for biomed. No harm to patient getinge field service engineer (fse) end user reported "autofill failure".fst inspected iabp to find safety disk not fully locked into console and the iab fill luer fitting broken off the safety disk connection. Luer fitting was replaced. Non-inventory part used. Safety disk leak test now passed. Helium tank o-ring replaced. Product passed all functional and safety tests per factory.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill failure alarm that was going off. The customer checked that all connections were tight and tubing was clear. Pressing and holding the ¿iab fill¿ key multiple times did not elicit any response on the pump.a backup pump was used to switch the patient over and resumed therapy without issue. There was no harm reported.